Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; a faulty cable was found to cause a loss of image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the autoclavable camera head lost its image during a therapeutic procedure. The screen went black and they were unable to get the image back. The procedure was completed with a similar device and a five minute delay. There were no reports of patient harm.

Event description:
The device malfunction did not result in additional treatment or extended hospital stay. The device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that no image is displayed due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. The root cause of no image could not be determined. Additionally, it is possible that the procedure was prolonged by five minutes due to replacing with another camera head. However, the root cause of the delay could not be specified. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.